Event description:
CPAP received from philips as part of the recall is used, much older ((B)(6) 2019) with 7670 hours. My CPAP date is from (B)(6) 2020 and was purchased (B)(6) 2020. My machine was purchased only 5 months prior to the recall. Replacement CPAP machine smells bad. I would like philips to either send me a new machine or refund me the purchased price. FDA safety report ID #(B)(4).